Event description:
A customer obtained troponin (accu tni) results above the ami cutoff for one patient. The first sample generated results in the range of 14.85-16.40 ng/ml. A second sample gave a result of 12.29 ng/ml. The results were reported out of the lab and did not match the clinical presentation of the patient. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were lithium heparin plasma centrifuged for 3 minutes in the stat spin centrifuge. Qc was within the customer's established ranges during this event. No errors were posted to the event log. The customer is not questioning any other accu tni results. A field service engineer (fse) was not dispatched for this event. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.